Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had alleged premature battery depletion. The physician states that 12 months ago the estimated time to elective replacement indicator was 3 years. At the annual check last week, the device was almost at end of life. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The device was received in backup operation. Analysis of the device determined backup occurred due to a checksum error. The battery was found to have reached end of life. Review of the battery trend data revealed no signs of premature depletion as the device had been programmed to high output settings. The implant duration exceeded the majority of the total projected longevity based on field settings and is considered normal battery depletion. Further testing with a power supply determined the checksum error was consistent with end of life battery depletion.